Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges the consumer was getting out of the chair when she caught her pant leg in the wheel causing her to injure her left ankle.

Manufacturer narrative:
The device was evaluated and repaired by a field service technician. The device is working properly.

Event description:
Consumer's daughter alleges the consumer was getting out of the chair when she caught her pant leg in the wheel causing her to injure her left ankle.